Event description:
It was reported that this right ventricular (rv) lead exhibited a rising threshold output. This rv lead was explanted, replaced with a different model in the rv apex and will be returned for analysis. No additional adverse patient effects were reported.